Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt shortly after the right ventricular (rv) lead was fixed the patient¿s blood pressure dropped. Fluoroscopy evaluation revealed the rv lead dislodged and perforated the right ventricle, resulting in pericardial effusion. Pericardiocentesis was performed to drain excess fluid, but it was noted that the patient's condition was "not good." The lead attempt was abandoned with plans to re-implant at a later date. No further patient complications have been reported as a result of this event.